Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, when laboratory tests were ordered due to abdominal pain and poor enteral tolerance, the patient required a re-intervention and undergo a second procedure, upon exploration, the staple line was found to be necrotic resulting in an anastomotic dehiscence. Exploratory laparotomy, end colostomy, cavity lavage, and abdominal vac placement were performed. Complete dehiscence of the staple line was documented in a well-perfused, non-distended colon. Upon inspection, the device produced an internal sound that differed from the standard sound of other devices; consequently, arrangements were made to replace the instrument. An ostomy was done and there was extended hospitalization for 16 days. Following cavity lavage and vac placement, the patient was successfully discharged.